Manufacturer narrative:
Internal complaint number: (B)(4). The reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable didn't have energy delivered to the jaws. The issue occurred before the device contacted the patient. They replaced the extension cable as part of troubleshooting, and the problem persisted. There was no patient injury.

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable didn't have energy delivered to the jaws. The issue occurred before the device contacted the patient. They replaced the extension cable as part of troubleshooting, and the problem persisted. There was no patient injury.